Event description:
Patient undergoing distal pancreatectomy and splenectomy. The stapler was placed and fired over the proximal pancreas. Per operative note, the surgeon "cut along the gun" after firing with a 15 blade. Upon removing the gun it was noted the staples had not fired appropriately and hemorrhage was noted from the splenic artery, vein and pancreatic vessels. Pressure was applied to control the bleeding and the areas were over sewn with suture ligature with good hemostasis. Pre-op crit was 31.9, 5/14/09 crit 28.4, w/o transfusion.